Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/15/2009, 04/17/2009, and 04/21/2009 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 04/28/2009.

Event description:
A consumer reported he had three different intraocular lenses (iols) implanted in the same eye over a period of four years. The first two iols dislocated and were subsequently exchanged. The first iol was from a different manufacturer. The third lens remains implanted and is "again out of place" and causing diplopia. There are two medical device reports for this event. This report is for the second lens that was implanted and exchanged.